Event description:
It was reported via social media that the providers were transporting a patient and hit a divider in the pavement and the cot tipped over with a patient. There was patient involvement, but no adverse consequence or clinically relevant delay in treatment was reported. Attempts are being made to gather additional details from the user facility.

Event description:
It was reported via social media that the providers were transporting a patient and hit a divider in the pavement and the cot tipped over with a patient. During the incident, the patient¿s head appeared to hit the pavement, however, no visible injury was detected.

Manufacturer narrative:
It was reported via a social media video that a patient was being transferred in a stryker cot. During this transfer, the cot appears to hit a divider in the pavement and tips over with a patient on the cot. The steerlock was not engaged and the cot was being transported sideways at high height, therefore, this issue was likely not due to a defect with the product, but rather due to user error. During the incident, the patient¿s head appeared to hit the pavement, however, no visible injury was detected. The initial reporter¿s video caption indicated that they may have received numbness as a result of the tip, however, it was not reported that any prescribed medical intervention was necessary. According to the video, the product appeared to be a powerpro xt cot, however it is unknown whether the product is a 6506 or a 6500 powerpro xt.